Event description:
In early 2009, the patient reported that she has received several e4 (occlusion) errors on her insulin infusion device . She said yesterday she had a blood glucose reading of 439 mg/dl and she bolused 3.5 units of insulin. She felt extreme thirst. Two hours later, her reading decreased to 419 mg/dl. She took a 4.0 unit injection of insulin and her reading decreased to 202 mg/dl by bedtime. Her target reading is 150 mg/dl. Today she changed her insulin infusion set, but again received an e4 when she tried to deliver a 7.5 bolus of insulin. During troubleshooting, she stated she is using a lithium battery in her infusion device. She was advised to use only alkaline batteries. On follow up with the patient five days later,, she stated she has had no further occlusion errors since she switched to alkaline batteries. The patient did not require assistance from the healthcare professional or second party address the issue. Product was replaced and requested to be returned for evaluation.